Manufacturer narrative:
Revision to the initial MDR in block b3 date of event. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right atrial (ra) lead was exhibiting a loss of capture and a high pacing impedance out of range due to lead conductor fracture. The ra lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting a loss of capture and a high pacing impedance out of range due to lead conductor fracture. The ra lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.